Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a weak battery and a failed battery test. The customer did not recall a blood glucose reading. The customer reported that the battery cap contacts were not missing or damaged and that the battery compartment or spring were not corroded or damaged. The customer was advised to clean the battery cap contacts and insert a new battery and the insulin pump alarmed for a failed battery test. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The insulin pump alarmed failed battery test due to corroded interface board. Unable to verify weak battery due to failed battery test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.